Manufacturer narrative:
Date of initial report : 207-03-30. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic assisted vaginal hysterectomy, a piece of the device broke off and fell onto a pouch drape. The detached piece was retrieved. Any further detached pieces that could have also fallen, were searched for however a complete search for the potential detached piece/s could not be completed because of procedure complications unrelated to the device. The patient is stable and no injury was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.